Event description:
Information received that the head of bed will not go up. No injury reported.

Manufacturer narrative:
Technician located the bed in maintenance. Found head of bed will not go up due to bad valve. Replaced the valve to resolve the issue.